Event description:
It was reported that during xia3 surgery, when the surgeon used the angled open connector and did the tightening of the blocker, the blocker was not able to be tightened. Therefore, the surgeon changed the angled open connector to brand-new screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the threads of the connector were examined and dimensionally inspected and no issue was found with them. No manufacturing issues were identified during manufacturing record review. It is possible that the portion of the connector and blocker that were causing an issue were sectioned off during mounting of the sample. However, this cannot be determined conclusively. Conclusion: the root cause of the customer reported event could not be determined.

Event description:
It was reported that during xia3 surgery, when the surgeon used the angled open connector and did the tightening of the blocker, the blocker was not able to be tightened. Therefore, the surgeon changed the angled open connector to brand-new screw.